Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with a plate on (B)(6) 2010 for a subtrochanteric fracture. The plate was broken, removed by the surgeon and replaced with a new one on (B)(6) 2011. The new plate was removed in surgery on (B)(6) 2012 with the transplant of bone graft and osigraft. This is 1 of 1 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. A review of synthes device history records for lot # 6624551 revealed the holding sleeve-long for matrix was inspected to the synthes incoming final inspection sheet on 10/17/2011. The product conformed to all requirements. The certificate of compliance is dated 10/14/2011.